Manufacturer narrative:
Physio-control is continuing to investigate the reported incident.

Event description:
Incoming technical support call. Found during testing. The customer reported that the service wrench icon was illuminated on one of their devices. There was no patient use associated with the reported event.